Event description:
I bought 2 vials of products called "opti-free express rewetting drops" for soft contact lenses. I used one vial with lot number 132371f, expiration date 12/2009 in 2008. My left eye got red the day after with some discharge. I thought my eye got infected for some reason even though I don't remember ever have this condition, so I did not wear my contact lense for 2 days, my eyes got better, so I wear my contact again and used the same drop, then my 2 eyes got red again. I was wondering if this lot vial was contaminated. I was too busy working didn't have time to go the doctor. I used the same brand before. Is there anyway to check this lot number? Please do contact me, I still keep this vial for testing purpose. Noted that I did have to use antibiotic eye drop to clear out the red eyes. Dose or amount: 1-2 drops. Frequency: as needed. Route; ophthalmic. Dates of use: 2008. Diagnosis or reason for use: for soft contact lense. Event reappeared: yes.